Event description:
It was reported that the user experienced low glucose after announcing and eating a meal at a glucose value of 71 mg/dl while trending down, following a prior high peaking at 316 mg/dl that occurred after overtreating a previous low, while using the ilet and treating lows with oral glucose. Symptoms included hyperglycemia accompanied by feeling shaky as well as hypoglycemia reaching 68 mg/dl. Outcomes included successful self-management with guidance, return to range during the call, and education on proper treatment of hypoglycemia prior to meal announcement and eating. Investigation included technical support troubleshooting and user education. Investigation of this case revealed user technique issues related to overtreatment of hypoglycemia and using a meal as a corrective action rather than treating the low first. It was concluded that the device functioned as expected and that the event was attributable to use-related factors and carbohydrate overtreatment. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.